Event description:
It was reported that the patient's implantable pulse generator (ipg) incision site had an open sore that had never fully healed due to her diabetes. At this point, it was a small open wound that was close to healing. No antibiotics were prescribed, and the patient was doing well. Additional information was received indicating that the patient had actually been experiencing increased pain at the ipg site and had observed drainage coming from the incision area at the time of the impaired wound healing.

Event description:
It was reported that the patient's implantable pulse generator (ipg) incision site had an open sore that had never fully healed due to her diabetes. At this point, it was a small open wound that was close to healing. No antibiotics were prescribed, and the patient was doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.